Event description:
The user facility reported that the housing's weld fractured. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no clinically significant delay and no medical intervention.